Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-sensed t-wave oversensing (pstwos). No changes were reported. The patient status was stable.